Event description:
It was reported that the device showed events of false asystole which were most likely due to loss of contact. No reprogramming was performed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.